Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced continuous low blood glucose (bg) levels of 20 (mg/dl) at night. Carbohydrates were consumed to treat the low blood glucose (bg) level. Recommendation was made to consult with healthcare provider regarding diabetes management.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: the user entered blood glucose of 20 mg/dl five times from (B)(6)2018 to (B)(6)2018. A bg of 20 mg/dl was entered on (B)(6)2018 and immediately following a bg of 200 mg/dl was entered and the user set a temporary basal rate of 200%. A bg of 199 mg/dl was entered on (B)(6)2018 and immediately following a bg of 20 mg/dl was entered. Approximately 10 minutes later a bg of 199 mg/dl was entered and a bolus was requested. The user entered four bgs into the pump on (B)(6)2018 ranging from 20 mg/dl to 222 mg/dl within five minutes. Multiple settings adjustments were made over the two months as the patient had just begun using the pump. User made bolus requests while still having insulin on board (iob). The user likely transposed values (blood glucose, carbohydrates, temporary basal rate) when entering them into the pump. Delivering a bolus based on incorrectly entered bg or carbohydrate values could lead to a low bg event. Making bolus requests and still having insulin on board could lead to a low bg event. It is possible the settings need adjustment. There is no evidence that the insulin pump experienced a malfunction or failure.